Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which was acknowledged and understood.